Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 572 mg/dl. A supply change was performed and a bolus was delivered to address bg. Recommendation was made to consult with health care provider regarding diabetes management.